Manufacturer narrative:
H.6. Investigation: one photo was received showing part of the graphic side of a 3ml syringe package with needle (p/n 309581) from batch #9345304. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb came apart and leaked. The following information was provided by the initial reporter: it was reported that the needle wasn't screwed in and I lost half my meds when it came apart.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb came apart and leaked. The following information was provided by the initial reporter: it was reported that the needle wasn't screwed in and I lost half my meds when it came apart.